Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing or in power graph, however device received with corroded battery tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a replace battery now alarm. The customer¿s blood glucose level was 88 mg/dl. The troubleshooting was performed for replace battery now alarm. The customer reported that this was the second occurrence replace battery now alarm without a low battery warning. The customer was advised that the insulin pump will need to be replaced. The customer was advised that they may continue to wear insulin pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.